Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are e1 event site state, e1 event site telephone, e1 event site postal code, h6 type of investigation, h6 component code and h11. Updated fields are b4, g3, g6, h2. Nurse in the cvicu, called into emergency support program line to request support with a gas loss alarm that he had already troubleshot and wanted to verify that the steps he took were correct. He stated that there was no blood present in the helium tubing and that all connections were secure. Troubleshooting steps were reviewed by esp personnel, including possible causes for the alarm and the use of the help, iab fill, and start keys.